Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality in the blue and green settings with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a digestive resection procedure, the staples could not be closed properly until their tips, even if the surgeon chose the correct size of staples. Necessity of a second cut on each stapled section with a new device and new staples without any issue. No patient consequences but this issue might have lead to a trauma for the surgeon or a for patient guts.